Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states: warning: do not make substantial clip arm orientation adjustment in the lv (left ventricle). Clip entanglement in chordae may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip and conversion to surgical intervention. Based on available information, the reported clip caught on the chordae is a cascading event of the improper or incorrect procedure or method. The reported foreign body in the patient is a cascading event of the clip caught on the chordae. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip became caught in the chords and could not be removed therefore it was deployed where it was stuck. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced through the mitral valve however the physician rotated the clip and it became caught in the chordae and could not be removed. The clip was deployed on the posterior leaflet and chordae. A second clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.